Manufacturer narrative:
(B)(4). Concomitant medical products: catalog# 010000886, g7 10 deg e1 liner 32mm c, lot# 6194268, catalog# 130956, muller cup 32 x 46mm, lot# unknown, catalog# 650-0349, tprloc 12/14 por lat 7.5x135, lot# unknown, catalog# p0206m32, cocr hd md nk 32 std 12/14, lot# unknown. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03116.

Event description:
It was reported that after implantation of the shell it was impossible to seat the liner. During the attempts seat the liner, the shell loosened. The shell was removed and re-cemented. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. (B)(4). Complaint sample was evaluated and the reported event was confirmed. One g7 liner and one g7 shell were returned and evaluated. Upon visual inspection there is no visible damage to the inside radius of the shell. Scratches were found on the rim of the shell. A damage to the locking feature was observed. The scallops around the liner show indentations and deformations. Dimensional analysis on the shell was conforming to specifications. Dimensional analysis on the liner cannot be performed due to its impaction and resulting damage. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.